Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the lead was returned and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The rv (right ventricular) defibrillation coil became extrinsically fractured due to melting. Visual summary analysis of the lead indicated apparent explant damage.